Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt remained in the rehabilitation center and continues wearing the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Usage of device: monitor (B)(4): 02/2014 - initial use. Electrode belt (B)(4): 06/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The pt was in a rehabilitation facility at the time of the event. The pt was conscious and using a therapy exercise machine at the time of the event. The physical therapist was present at the time of the treatment. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt remained in the rehabilitation center and continues wearing the lifevest.